Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, customer had high blood glucose of 410 mg/dl when walking. Customer has 8 boxes of sets he like to make sure is not apart of the recall due to no delivery alerts he experienced yesterday. Customer had 3 incidents with the insulin not going through, 3 different times saying no delivery. Customer than changed full set to resolve the matter. The current blood glucose was 280 mg/dl before lunch. Customer declined troubleshooting of the high blood glucose. Customer reported that, the no delivery alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete set infusion and reservoir. The insulin pump will not be returned for analysis.